Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed the malfunction and device replacement was recommended and to return the device for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed the malfunction and device replacement was recommended and to return the device for analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Boston scientific technical services (ts) confirmed the malfunction and device replacement was recommended and to return the device for analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.